Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for leak testing due to a tear in the bottom of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance." The instructions for use also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve had ruptured. According to the report, the base of the valve deformed. Reportedly, there was no injury to the patient.